Manufacturer narrative:
Concomitant medaical products: 407645 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was severed during a valve replacement surgery. The lead was capped and replaced. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.